Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer stated that they received ise voltage errors. Calibration was acceptable. The alarm trace showed multiple abnormal aspiration (sample probe) alarms and fuse failure alarms on the day of the event. The field service engineer found a blockage in the sample probe. He replaced the sample probe. Calibration and qc were performed and were successful. Precision studies were performed and they were within specifications. The root cause was due to a blockage in the sample probe. The service actions (replacing the sample probe) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 21 patients' plasma samples tested on a cobas 8000 ise module when compared to a cobas 8000 ise module. Results for the sodium (na) test were affected. Discrepant results for 1 patient sample were provided. Initial result: 133 mmol/l. Qc went out of range prompting the discrepant results for 12 patients to be held in the laboratory's middleware system (data innovations) and the samples to be repeated. Repeat result: 141 mmol/l (tested on another cobas ise module). The repeat results were deemed to be correct.